Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited error e216 (scope communication error). There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due to fluid invasion inside scope connector resulting in the communication error or image issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.